Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working because when treating with syringe and customer¿s blood glucose did going down, but not with the insulin pump. Customer¿s blood glucose level was over 300 mg/dl. Unable to troubleshooting for the high blood glucose incident because customer was not available with the insulin pump during the call. No harm requiring medical intervention was reported. The device will not be returned for analysis.